Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. E.1 name prefix/title, first name and last name are unknown.

Event description:
The user facility reported that the impella aic battery charge dropped to half when patient was ambulatory. No additional information on patient outcome was provided.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.